Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in responses to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company representative.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post-sensed t-wave oversensing on the ventricular lead. The pt received inappropriate hv therapy. Reprogramming was discussed.